Event description:
Customer reported false negative with member ID (B)(4) and cartridge lot 20852m. Customer provided information below and requested investigation. Testing cadence: a cue sequence of positive, negative, negative on the 22nd around 12pm. He also had a positive lab based pcr with brl which was also collected at 12pm on the 22nd and cts of 28.

Manufacturer narrative:
Investigation conclusion: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.technical operations team tested retains of the cartridge lot and did not confirm customer complaint.